Event description:
During a set up of an IV line for a pediatric patient, it was noticed that air had entered the IV line. Upon further examination, it was found that the yellow rubber part (diaphragm) that is supposed to flap over the outlet in the burette, had stuck to the inside wall of the cylinder. Fluid had entered the burette cylinder and the flap was stuck and had not prevented the entrance of air into the tubing. Other product from the same list number appears to have the same problem. The nurse had to vigorously shake the burette to free the diaphragm. Product not used.